Event description:
It was reported that the patient presented to the hospital with redness, infection and skin erosion at device pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.